Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 5.8 cm diameter x 100 mm length fusiform thoracic aortic aneurysm approximately 25 months ago. The proximal aorta was 37 mm in diameter and the distal aorta diameter was 37 mm. Right and left external iliac arteries were 12 mm in diameter. Access artery was mildly tortuous. The aorta was mildly tortuous. There was mural thrombus in the aneurysm neck. Approximately 11 months post implant a CT with contrast was done and showed the aneurysm was 49 mm in diameter and there was a type ii endoleak noted. Two years post implant a CT without contrast showed the aneurysm was 60 mm in diameter and a type I endoleak was also noted. The investigator assessment states that the event is related to the study device and not related to the study procedure. It was reported that the proximal type I endoleak was where the aorta had expanded at the level of the proximal stent graft and this was attributed to aneurysm dilatation. The total descending thoracic aorta from the subclavian to just above the previous graft measured 46mm or above. A valiant vamf4646c150tu was implanted approximately three weeks ago and landed approximately 5 cm above the previous stent graft in an area measuring 41mm via ivus. There was only one contrast injection done after the stent graft placement due to creatinine issues. The endoleak was successfully resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak, dilated thoracic aorta). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak, dilated thoracic aorta).